Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 8 months. The pump was not explanted and the device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of ventricular assist device (vad) system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was supported with two paracorporeal ventricular assist devices for biventricular support. During a manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2015, the patient expired due to an intracranial bleed. The cause of the intracranial bleed was not provided. It was reported that the patient's expiration was not device related and an autopsy was not performed. No further information was provided.